Manufacturer narrative:
The device, used in treatment was not returned for evaluation, reporting event could not be confirmed. A clinical evaluation was conducted and confirms the x-ray provided supports the reported complaint. However, without the product return for evaluation the root cause of the drill bit breakage cannot be concluded. The alloy is neither bio-inert nor approved for implantation and it remains unknown if corrosion, micro-motion and/or migration of the retained fragments are likely. The impact to the patient is the retained non-implantable fragment of the externally communicating device, possible local irritation and/or discomfort, additional radiological imaging/exposure, and although not likely, should any additional clinical information be provided this complaint will be re-assessed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Factors and/or potential causes that could contribute to the reported event have been identified in the risk management file, as design of device, improper size device used, lifetime of device, material in use, overuse, procedural/user error, traumatic injury, unclear user instructions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed.

Event description:
It was reported a drill bit broke inside the patient. Device was left in patient due to the probability of causing more hard trying to fish it out. No backup was required and no delay was recorded.